Manufacturer narrative:
The field service engineer observed that the probe block became dislodged from actuating cylinder. The fse temporarily reattached block and ordered new probe wipe assembly. He returned on (B)(4) 2011 and replaced probe wipe rinse cup to resolve this issue. Root cause for the leak is attributed to the probe wipe rinse cup that became dislodged from the actuating cylinder. (B)(4).

Event description:
A customer reported to beckman coulter inc (bec) that there was a fluid leak on coulter lh750 hematology analyzer. The operator was wearing a lab coat, face shield, and gloves at the time of the incident. There was no exposure to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There were no report of erroneous patient results, and there was no death, injury or change to patient treatment.